Event description:
Customer reported she had a low. She had gone to the bathroom and fell. Customer reported she did not fall because of the low but because customer was not familiar with her surroundings. Customer did break her arm and went to the hospital. Customer's blood glucose was 50 mg/dl, treated with orange juice. Customer reported her low was due to traveling all day and hadn't eaten very well. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.